Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ blunt filter needle was removed from packaging, and it was dirty and rusty. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd blunt filter needle was removed from packaging, and it was dirty and rusty. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. One sample was returned for evaluation in an opened blister. A visual inspection shows what appears to be grease on the cannula of the needle therefore failure mode is verified. Root cause is undetermined. Grease is used on the assembly lines, but does not come into contact with the parts being assembled. One defect for foreign matter does not exceed the specification limits. No further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #7264725 regarding item #305211. DHR review: assembly batch 7352685 had 122 visual inspections performed on 6,100 parts with zero defects noted. Assembly batch 7340882 had 44 visual inspections performed on 2,350 parts with zero defects noted.